Manufacturer narrative:
Additional information received on 08 june 2016 from the initial reporter and includes: at the moment no x-rays and no patient details are available. Patient details will be available after the revision surgery. The stem will probably not become available because of sonication. Batch review performed on 24 june 2016. (B)(4).

Event description:
Revision planned due to stem loosening. Revision surgery planned for (B)(6) 2016.

Manufacturer narrative:
Additional information received from the initial reporter and includes: the revision was successfully performed on (B)(6) 2016. Stem, head and inlay were changed. On 09 september 2016 the (B)(4) performed a clinical evaluation and commented as follows: stem revision in cementless tha 4 years after primary. The stem shows radiological signs of proximal loosening in the one radiograph that was supplied. No biomechanical evaluation of hip reconstruction can be made due to lack of images. The cup seems to be protruding on the cranial side, but if there is no complaint from the patient about muscle impingement this can be harmless. The cause for stem loosening cannot be determined with certainty at this time. Aseptic loosening is a known possible complication of tha and poor proximal load transfer is known to be a concomitant cause for mobilization.